Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the implant placement date in ada site 25, a failure occurred upon insertion. Patient presented with type ii bone. Primary stability was not achieved and a bone graft was performed. The device will be forwarded to the manufacturer for investigation. There were no reported injuries or post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the implant placement date in ada site 25, a failure occurred upon insertion. Patient presented with type ii bone. Primary stability was not achieved and a bone graft was performed. The device will be forwarded to the manufacturer for investigation. There were no reported injuries or post-operative complications.